Event description:
It was reported that during pre-procedure preparation a fiber body break was observed. A new fiber was used to perform the procedure. There was no patient involvement.

Event description:
It was reported that during pre-procedure preparation a fiber body break was observed. A new fiber was used to perform the procedure. There was no patient involvement.